Manufacturer narrative:
(B)(4). Batch # m91n01. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed ten conforming clips; however, the anti-backup and lockout mechanisms were found to be non-functional. During analysis, no jamming incidents occurred. The device was disassembled in order to evaluate the condition of the internal components. Upon disassembling, the ratchet pawl was found to be damaged; this condition caused the anti-backup and lockout mechanisms failures. However, no conclusion could be reached as to what may have caused the ratchet pawl damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a diagnostic laparoscopy with recurrent hernia repair procedure, when the surgeon fired the device it jammed and would not reload or apply clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.